Event description:
Pt has a history of type 1 dm and has been using an animas ir 2020 pump. Pt was using a contact-detach catheter system and experienced 2 consecutive abdominal skin infections at site on the left abdomen. Both required surgical intervention with one needing hospitalization via ER. Pt remains on antibiotic therapy and abdominal area is slow to heal.